Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a crack on the reservoir compartment. Drive support cap was not damaged. Customer did not press the cap while connected. Customer was asked to return the pump for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with cracked case at the display corner, cracked reservoir tube lip, minor scratches on the display window, missing end cap sticker, cracked reservoir tube, broken belt clip slot, and cracked battery tube threads.